Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
This MDR is result of a retrospective review of complaints.o n (B)(6) 2019,senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Sensor could not be located in the user even with three rounds of ultrasound imaging. It is likely that the sensor was never inserted into the user in the first place. No definite cause could be determined. Possible causes are that the sensor might have not been loaded into the insertion tool (i.e. Sensor never left the sensor holder during the loading procedure) or the sensor might have not been unloaded from the insertion tool in the insertion pocket. H6 result code updated to 3221. H6 conclusion code updated to 67.